Event description:
I used fixodent from approx (B) (6) 1984 to present, while using fixodent, I began experiencing numbness and tingling in my extremities. In (B) (6) 2007, I was diagnosed with neuropathy. Blood tests taken at the time show that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and require continue medical care and treatment. Dose or amount: denture cream, frequency: twice daily, route: oral. Dates of use: (B) (6) 1984 - present. Event abated after use stopped or dose reduced? No.